Event description:
The customer reported to olympus the evis exera iii colonovideoscope had foreign material exiting from the air/water nozzle. The reported issue was discovered during a diagnostic colonoscopy procedure. The procedure was completed with the same device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a clip found in the scope. As a result of this clog, the cleaning brush gets restricted at the suction cylinder. Upon further inspection, it was observed that the objective lens had tiny chips around the edge, along with a minor stain. It was also observed that the light guide lenses had tony chips around the edges. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that there is a possibility that the scope was used on a previous procedure with the clip clog. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. The customer confirmed that the air/water nozzle was flushed with water and air. The customer confirmed that the scope was presoaked in detergent solution. It was also confirmed that the air/water nozzle and channel was flushed with detergent solution. It was confirmed that the facility wipes or brushes the air and water nozzle with clean lint-free cloths, brushes, or sponges. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Related complaint: (B)(6) pcf-h190l evis exera iii colonovideoscope, serial number (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed as a clip in the scope - however, the material was unable to be further specified. Moreover, no physical damage at the material residue point was confirmed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.